Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, dob), a3, b5, b6, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1.

Event description:
Medical records received. After review, the synovium was noted to be pale with patchy areas of gray and black streaking suggestive of possible metal staining but without gross evidence of inflammation, granulation, friability, or necrosis, posteriorly, there were some areas of patchy, nodular dark yellowish fibrlnous appearing capsular synovial tissue. However, the clinical picture was that of metallosis/altr rather than periprosthetic joint infection.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records report failed right total hip arthroplasty secondary to metallosis and adverse local tissue reaction; corrosion and synovitis. Physical exam and imaging studies have raised suspicion for metallosis with adverse local tissue reaction. Cobalt and chromium levels were elevated at 16 and 4.7. Upon entry into the joint there was expression of a moderate amount of slightly blood tinged pale gray-yellow joint fluid. The synovium was noted to be pale with patchy areas of gray and black streaking suggestive of possible metal staining but without gross evidence of inflammation, granulation, friability, or necrosis, posteriorly, there were some areas of patchy, nodular dark yellowish fibrinous appearing capsular syriovial tissue. There was noted to be black metal staining debris on the trunnion and inner surface of the head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, h6 blood heavy metal increased. H6: metal related pathology (e1618) is being utilized to capture metal poisoning & blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges heavy metal poisoning from toxic metals release by the pinnacle system resulting to metallosis, scar tissue formation, hip pain, metal wear and limited activities of daily living. Plaintiff also suffer from emotional trauma and distress seeking compensation for all the damages. Doi: (B)(6), 2009; dor: (B)(6), 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.